Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call that the drive support cap was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the motor area of the insulin pump was coming out of the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked or detached end cap. Unable to perform self-test and displacement test due to cracked or detached end cap.